Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging. Caller obtained a different tandem cable and tandem wall adapter and the pump didnt not charge. Technical support planned to replace the pump and as a corrective action, the customer decided to rely on multiple daily injection to ensure delivery of insulin therapy.